Event description:
During final tightening, the screw inserter tip broke off and became stuck in the head of the screw. The surgeon was unable to remove the instrument tip, and left it in place.

Manufacturer narrative:
Spoke with the distributor rep on (B)(4) 2010 about the incident. During final tightening of the final screw, the spring arm locked & the surgeon then attempted to tighten an additional 1/4 turn to get a tighter fit. At that point, the instrument tip broke off. The surgeon then took a minute to try to pick & suction the tip out of the screw before moving on and completing the surgery. There were no other issues with the surgery. The driver has been returned for evaluation, and the instrument failure was verified. Additionally, a review of the device history record for this batch of instrument does not show any nonconformances or issues that would contribute to this issue.